Event description:
Sorin group (B)(4) received a report that the pump stopped and displayed an error code. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the roller pump stopped and displayed an error. There was no report of pt injury. Sorin group (B)(4) has requested that the pump be returned for eval. The investigation is on going. A f/u report will be submitted on completion of the investigation.